Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. A intellanav mifi open-irrigated ablation catheter was selected for a atrial fibrillation ablation procedure. After thirty minutes of ablation the maestro detected "excessive temperature" error. A leak was noted in tubing between the 3-way stop cock and the handle, resulting in poor irrigation. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed adhesive and irrigation tubing are torn open at the proximal side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the handle and distal end. During the functional inspection the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.the reported failures were confirmed through analysis. . The device complaint investigation conclusion is that the design inadequate for purpose.

Event description:
It was reported that a catheter leak occurred. A intellanav mifi open-irrigated ablation catheter was selected for a atrial fibrillation ablation procedure. After thirty minutes of ablation the maestro detected "excessive temperature" error. A leak was noted in tubing between the 3-way stop cock and the handle, resulting in poor irrigation. No patient complications were reported.